Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73g1900465 was manufactured on 07/16/2019 a total of (B)(4) pieces. Lot was released on 07/24/2019. DHR investigation did not show issues related to complaint. No additional test was performed.(verification of failure mode reported in the current manufacturing process could not be performed due to product was not being manufactured). Revision of fmea-08-029 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the first clip fired completely fine. When the doctor pulled the device out of the trocar, he noticed that the bottom half of the jaws had detached from the applier. He had said that this is the second time that the jaws have detached like this in the past week.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first clip fired completely fine. When the doctor pulled the device out of the trocar, he noticed that the bottom half of the jaws had detached from the applier. He had said that this is the second time that the jaws have detached like this in the past week.